Manufacturer narrative:
E1 full name (address 1) - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.this MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer reported foreign material inside the device during inspection for use of an olympus gastrointestinal videoscope. There was no patient involvement.